Manufacturer narrative:
This report is filed november 13th, 2015.

Event description:
Per the clinic, the patient developed an infection at the implant site and experienced granulations and discharge. Treatment with antibiotics for a duration of 2 months was unsuccessful, and subsequently, the implant migrated to the middle ear. The device was explanted on (B)(6) 2015. Re-implantation is planned on the contralateral ear, however, has not occurred as of the date of this report, (B)(6) 2015.